Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter was tested and the microscopic investigation revealed no evidence of fluid ingress within the distal shaft; however, fluid ingress was found to be leaking into the tygon tubing from the luer hub. Room temperature water was cycled through the device with a cool point pump and a leak was noted at the luer/irrigation tubing junction. The device was then tested and a leak was noted at the luer/irrigation tubing junction. Microscopic inspection revealed the irrigation luer is concentric within the luer hub, however, the luer appeared to be damaged. The luer hub was visually inspected, confirming a small gap between the cured adhesive and inner irrigation tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.